Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -the device had a leakage. -the device's angulation was low and had a play. -there were black dots on the endoscopic image. -there was a cut on the connecting tube. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was leakage from the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that there was dirt on the light guide lens. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During the inspection of the device, olympus repair center found that there was a foreign material under the forceps elevator. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. There was dirt inside the light guide lens. There was leakage from the scope connector due to deformation. The banding section rubber glue was lifted. Connecting tube was kinked and cut. Suction cylinder was shaved. The switch was scratched. Universal cord was scratched. Boot was scratched scope connector was scratched. Due to the wear of angle wire, the bending angle did not meet the standard value. Due to damage to the ccd unit, the image had black dots, and the specified resolving power was not obtained. Due to clogging of nozzle, water removal ability did not meet the standard value: gia2201a. The device cover was dirty. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate. Physical or chemical stress was applied to the device. The device's storage environment was inappropriate. If significant additional information is received, this report will be supplemented.